Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had migrated approximately 5cm below the incision site. It was noted that the patient had a previous pocket revision, however it was unclear when the revision occurred or whether the revision was performed on this particular device. Medical records indicate this device was originally implanted subpectoral. In addition, there was oversensed noise with pacing inhibition and decreasing impedance measurements observed on this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead. There was no indication of greater than two seconds. All lead measurements were within normal limits. An x-ray was taken which showed a loop in the rv lead body that appears to be between the shocking coils, and insulation breach was suspected as well. Subsequently, this ICD system was explanted and replaced. It was noted that the patient was bradycardic and upgraded to a dual chamber device. No additional adverse patient effects were reported. This ICD was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had migrated approximately 5cm below the incision site. It was noted that the patient had a previous pocket revision, however it was unclear when the revision occurred or whether the revision was performed on this particular device. Medical records indicate this device was originally implanted sub-pectorally. In addition, there was over-sensed noise with pacing inhibition and decreasing impedance measurements observed on this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead. There was no indication of greater than two seconds. All lead measurements were within normal limits. An x-ray was taken which showed a loop in the rv lead body that appears to be between the shocking coils, and insulation breach was suspected as well. Subsequently, this ICD system was explanted and replaced. It was noted that the patient was bradycardic and upgraded to a dual chamber device. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.